Event description:
It was reported: cls stem size 11.2 appears too small - in regards to broach size 11.0. The implant did not fill the space provided by the broach. The next size up (12.5) was implanted with excellent results.